Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearing in the attachment was found detached and damaged. The likely cause of the failure could not be determined. It was also noted that some of the laser markings on the attachment were faded out and illegible. G3: analysis performed date was considered as the aware date, as the event is reported based on analysis findings. B3: notified date was considered as the date of event, as the event date was unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer expressed dissatisfaction with the device. There was no patient impact at the time of the report. Additional information was received stating that detached and damaged bearings were found during evaluation of the device.